Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model mg1522 biopsy instrument allegedly experienced self activation. This information was received from various sources. Of the 6 malfunctions, 4 did not involve patients, and 2 involved patients with no reported patient injury. The patients ranged from 66 to 70 years of age and 110 to 246 lbs. Of the reported patients, 1 was male and 1 was female. Patient age, gender, and weight for the remaining was not provided.

Manufacturer narrative:
H10: one of the files was reassessed to be a failure to prime (1492 - failure to prime) and therefore does not require a complaint anymore, however the file cannot be voided because a report has already been submitted to the FDA, therefore this supplemental will document this change. H10: of the six malfunctions, three devices were returned to bd for evaluation. One device was confirmed for self-activation, and the root cause was traced to the worn angle within the stylet catch release. Naturally worn was added to the trending codes for this malfunction. One device was inconclusive for the reported issue and the definitive root cause is unknown. One device was confirmed for self-activation and the definitive root cause was determined to be a worn latch plate assembly. Three devices were not returned, therefore the investigations are inconclusive for the reported issue. The devices are labeled for reuse. H10: g4, d4 (serial number vtdn0086, vtdn0205, vtdn0346). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: two of the files were reassessed to be a failure to prime (1492 - failure to prime) and therefore does not require a complaint anymore, however the files cannot be voided because a report has already been submitted to the FDA, therefore this supplemental will document this change. H10: of the six malfunctions, three devices were returned to bd for evaluation. One device was confirmed for self-activation, and the root cause was traced to the worn angle within the stylet catch release. Naturally worn was added to the trending codes for this malfunction. One device was inconclusive for the reported issue and the definitive root cause is unknown. One device was confirmed for self-activation and the definitive root cause was determined to be a worn latch plate assembly. Three devices were not returned, therefore the investigations are inconclusive for the reported issue. The devices are labeled for reuse. H10: g4, d4 (serial number (B)(6)). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model mg1522 biopsy instrument allegedly experienced self activation. This information was received from various sources. Of the 6 malfunctions, 4 did not involve patients, and 2 involved patients with no reported patient injury. The patients ranged from 66 to 70 years of age and 110 to 246 lbs. Of the reported patients, 1 was male and 1 was female. Patient age, gender, and weight for the remaining was not provided.

Manufacturer narrative:
Of the six malfunctions, two devices were returned to bd for evaluation. Four devices are not expected to be returned; therefore, the investigations of the four malfunctions will be inconclusive. Two investigations are still in progress. The device is labeled for reuse. (B)(4).

Event description:
This report summarizes six malfunctions. A review of the reported information indicated that model mg1522 biopsy instrument allegedly experienced self activation. This information was received from various sources. Of the 6 malfunctions, 4 did not involve patients, and 2 involved patients with no reported patient injury. The patients ranged from 66 to 70 years of age and 110 to 246 lbs. Of the reported patients, 1 was male and 1 was female. Patient age, gender, and weight for the remaining was not provided.